Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was returned with an unidentified .018¿ guidewire in the lumen. The guidewire was protruding from both ends of the microcatheter. Microscopic examination and tactile inspection of the hub/shaft noted numerous kinks at the distal end of the shaft of the microcatheter and in the guidewire. An attempt was made to remove the guidewire from the lumen, but it was unable to be removed. The devices were soaked in a warm water bath for a week to loosen or dissolve any contrast or blood in the guidewire lumen. Another attempt was made to remove the guidewire, but the devices still would not separate due to the shaft kinks. The inner diameter of the lumen was unable to measured, as the guidewire was not able to be removed. Inspection of the remainder of the device, apart from the observed damage, observed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 16jun2016. It was reported that the balloon could not cross the microcatheter. During procedure, a 135/20 renegade hi-flo kit was selected for use; however, it was noticed that a balloon could not cross the renegade microcatheter. The procedure was completed with another device. No patient complications were reported and the patient's status is stable. However, device analysis revealed the guide wire entrapment.